Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was explanted, replaced and returned for analysis. During analysis, a visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient called technical services (ts) to report feeling palpitations when sitting in his chair with his laptop. The patient believes this was his ventricular fibrillation. The patient states his girlfriend told him he passed out for 30 seconds. There were no allegations against the device and no ill performance reported from field personnel to this date.